Event description:
Exposed wires and sparking were observed on the power extension cable. There were no adverse consequences to the patient. The unit was replaced.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The root cause of the reported event was isolated to physical damage due to an undetermined event.

Manufacturer narrative:
(B)(4). Cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.